Event description:
Infection control from facility called to inquire if items sterilized in double pouches were sterile following a sterrad cycle if the inside pouch was a steam pouch made of paper and transparent film. Additionally the cycle printout revealed the injection pressures were at the low side of the manufacturer specification. No adverse reports have been received to date.